Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. However, during the device analysis, a crack in the distal end (c-cover) was identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the crack on the c-cover is traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.